Event description:
The consumer leaned too far on the arm of the raised toilet seat, that it allegedly slipped from underneath him, causing him to fall and hit his head on the tub.

Manufacturer narrative:
Device was received and inspected. No physical damage was observed. Device appeared new. Device was assembled and functioned as designed. Manufacturer views this unfortunate incident as a user error and not a malfunction.